Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of crushed , partial collapse curve part (bending section). The issue found during an unknown event. There was no patient harm, no user injury reported. Device evaluation found the forceps plug mouthpiece scraped (channel malfunctions /instrument channel malfunction) due to physical stress.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, found the curved tube (bending section) crushed due to an external factor. The customer reported issue could be confirmed. Furthermore, the insertion part serpentine noted crushed due to an external factor. The coat of the insertion part serpentine tube peeled off due to handling. The forceps plug mouthpiece scraped , forceps stopper scraped due to an external factor. In addition, the following findings during device inspection and evaluation were noted : liquid leakage observed in the lg (light guide) bundle due to handling. Corrosion due to water leakage is observed in the operation part. Operation part a-lever angle caught when activated. Watertightness is not maintained due to holes in the curved rubber caused by external factors. Liquid leakage observed in the grip due to handling. Leakage observed on the ud plate. Leakagefound on the universal cord. There are scratches on the operation part due to external factors. There are scratches on the switch box due to external factors. There are scratches on the grip due to external factors. There are scratches on the universal code due to external factors. The angle lever scratched due to external factors. There are scratches on the video cable due to external factors. The video connector scratched due to external factors. The lg (light guide) connector scratched due to external factors. The video connector case scratched due to external factors. Scratches are found on the ud (up/down) angle fixing lever (sp) due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.